Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. The patient experienced ventricular tachycardia, while on impella support, which was resolved by reducing impella flow. The patient continued on support until the device was successfully weaned and explanted.

Manufacturer narrative:
The investigation into the access site bleeding ¿ minor and vf/vt/af/at (ventricular fibrillation) issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding issue was most likely patient movement, upon transfer to bed catheter bumped by blanket and subsequent bleeding noted to site as per the clinical description. As the necessary information was not provided, the root cause of the vt/vf was not determined. Impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states) . ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.